Event description:
Caller states patient tested 2.3 inr on the coaguchek xs system while a comparison lab returned as 1.6 inr. No adverse event reported. It is unknown if patient's medication was changed. Requested return of suspect system and replacement was sent.